Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see b3 for additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information regarding device return and inspection findings. The device was returned. An inspection of the device revealed, the insulation of the insertion tube was near threshold value. The charge coupled device (ccd) cover lens was chipped. The adhesive part of bending section cover was worn out. The bending tube exhibited wear and tear. The bending tube was loose and angulation in all directions was reduced. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The channels were tested and device tested positive for less than one (1) colony forming units of micro organism. Based on the findings, it was concluded by the independent laboratory that the results are in conformance with the requirements. Three good faith efforts were performed to obtain the cds (cleaning, disinfection and sterilization) checklist, but no response received. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and 12 colony forming units (cfu) per 100 milliliter of kocuria kristinae were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.